Event description:
Within an hr of dialysis treatment, my mother had a stroke. Within days she was in diapers and acting like she had dementia. She was of sound mind prior to. Then, on (B)(6) 2012 she had a heart-attack within 12 hrs of dialysis. Never had any heart problems prior to. My son and I lost my mother/ his grandmother due to the stroke and then heart attack in 1 yr and 1 month because of his negligence. Dialysis, 3 x's a week, 4 hrs. Ea. Dates of use: (B)(6) 2004 to (B)(6) 2007.